Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that every time he inserted a battery the insulin pump would alarm failed battery test. The customer has tried different batteries but the issues persisted. He also noticed that his battery cap was getting damaged for the past four to five months. The patient's blood glucose at the time of incident is unknown; however, his blood glucose earlier that day was 574 mg/dl, which he treated via manual insulin injection. Troubleshooting was initiated for the failed battery test alarm. The battery cap contacts did not appear damaged. However, due to the battery cap complaint, a replacement battery cap was shipped to the customer. No products were returned.